Manufacturer narrative:
The device was received by spacelabs health equipment service center. The repair technician reported that the issue was verified as the device would not power on due to a faulty cpu pcba. The device was repaired and returned to the customer.

Event description:
The customer reported that their xprezzon bedside monitor had crashed while in use. There was no patient or user harm associated with this event. The biomedical engineer had confirmed that the device was failing the power on self test for a dram issue prior to putting the unit into use, but they had put it into service regardless. The device has since been removed from service and will be returned to spacelabs healthcare for additional investigation. At this time the device has not been received. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.